Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off, no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a blank screen and cannot display and the buttons are not responsive. Customer does not recall any significant events leading to the error, except that pump was exposed to water in a water park. Troubleshooting was done for blank display. Customer's blood glucose was 154 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.